Manufacturer narrative:
No patient information provided as no patient was involved in this concern. On 12/12/2016 a medtronic representative, following-up at the site, reported did not find any loose connections in the navigation system. Reported issue could not be replicated. Site is not putting the system back in rotation. Medtronic representative sending most likely part for resolution of this issue. On 12/29/2016 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. Return requested. Replacement 4-port vga splitter shipped to site 01/05/2017. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A medtronic representative reported that a site's navigation system monitors were both starting to flicker after the navigation system had been on for a few minutes. The medtronic representative re-started the navigation system and the monitors worked normally for several minutes and then started to flicker again. A second navigation system was brought in to be used in the upcoming procedure. No opportunity for trouble-shooting was allowed. There was no patient present when this issue was identified.

Manufacturer narrative:
The video splitter was returned back to the manufacturer unused as the reported event could not be replicated during onsite testing of the stealthstation.